Event description:
It was reported by the patient's father that the pump was empty three hours early.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. The devices involved in this complaint have not been received for evaluation. The info provided indicated that the pumps infused too quickly. No other info was provided, including the lot number. Requests have been made for additional info. This complaint is under investigation.